Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed; 20 devices had worn components, 5 devices had broken/damaged components, and 1 had a misaligned component. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 26 </noe> malfunction events, where it was reported the brakes were not holding. There was no patient involvement.

Manufacturer narrative:
It was initially reported there were 26 devices experiencing the reported issue; however, investigation found that one of the devices had been reported in error, and the correct number should be 25 devices. The devices were evaluated in the field and the issue was confirmed; 20 devices had worn components, 4 devices had broken/damaged components, and 1 had a misaligned component. The devices were repaired and returned.

Event description:
This report summarizes malfunction events, where it was reported the brakes were not holding. There was no patient involvement.